Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure, the handpiece stopped working, there was no phacoemulsification power before use. The procedure was completed with another handpiece. There was no patient harm. Addition information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the nurse. The handpiece stopped working during surgery. The handpiece did pass prime/tune phase during calibration, but did not work when the surgeon went to use on the patient.